Manufacturer narrative:
Model number/catalog number: sc-2316-50 serial number: (B)(4) batch/lot number: 15973351 model/catalog description: infinion 16 lead kit 50 cm model number/catalog number: sc-3400-30 serial number: (B)(4) batch/lot number: 16098112 / 15827527 model/catalog description: splitter 2x8 kit-sterile sc-2316-50 sn (B)(4): device evaluation indicated that the lead revealed that one of the cables was pulled out from the distal end and it is exposed. Continuity check confirmed eight contacts (e1, were open. X-ray inspection verified the cable fractures were located inside both proximal and distal arrays of the lead. The cable fractures inside arrays could have resulted when the lead body is exposed to excessive tensile force. A review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2316-50 sn (B)(4): device evaluation indicated that the lead revealed that all cables were fractured on the lead body at the kinked site, 20 centimeters away from the distal end where the clik-anchor has been placed. Fracture location is 1 cm from the clik anchor set screw mark. Continuity check confirmed all contacts were open. Additionally, x-ray inspection verified three cable fractures were located inside the distal array of the lead. The cable fractures inside array could have resulted when the lead body is exposed to excessive tensile force. A review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. Sc-3400-30 sn (B)(4): device evaluation indicated that the splitters revealed that e9 was broken off and completely separated from the proximal end. Continuity check confirmed all remaining contacts were intact. It couldnt be determined when this damage occurred but it is highly unlikely that it happened while the proximal end is inserted in the ipg header. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 sn (B)(4): device evaluation indicated that the splitters revealed that one of the lead tails was clean cut and not returned. Impedance check confirmed all remaining contacts were intact. Full electrical testing couldnt be performed due to the damage to the other lead tail. Clean cut damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient had issues with high impedance and loss of coverage. The patient underwent a revision procedure wherein the lead was replaced.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 15973351, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient had issues with high impedance and loss of coverage. The patient underwent a revision procedure wherein the lead was replaced.